Event description:
A caller reported experiencing a cartridge alarm while the pump was in use. Customer's blood glucose value was displayed as "high," indicating elevated levels. Customer took corrective action by administering a correction bolus via the pump and an additional injection. Technical support decided to replace the pump, while the customer received routine third-party assistance without being incapacitated by their blood glucose level.